Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 2.5 x 15 mr promus stent; should be 2.5 x 15 rx promus stent. Reportedly, the promus stent was used to treat an occlusion of the multilink stent. It should be noted that the promus instructions for use (IFU) states: the promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this instance, the IFU deviation does not appear to have caused or contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Three biopsies were performed with inconclusive results. Two additional biopsies showed drug or chemically related. The patient was removed from statins and all other medications except plavix and aspirin. There was no additional information provided. There was no reported product deficiency and the product was not returned. Hypersensitivity is a known adverse event as listed in the promus everolimus eluting coronary stent system instructions for use. Additionally, hypersensitivity, treatment with medication, and additional therapy/non-surgical treatment are listed in the risk assessement matrix as a no fault complication. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The multi-link vision and promus stents are being filed under separate MFR numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient received a bare metal stent in 2002 and three multi-link vision stents in the mid right coronary artery (rca), proximal rca, and ostium rca in 2008. The patient had no reactions with the stents placed. Test results showed two occlusions. One involved the three multi-link vision stents, and the other area was right above the multi-link vision stents close to the heart. The patient was asked if he feels different, and he stated that he has heaviness from the chest, a 3.0x15mm promus was implanted in the proximal rca to treat the occlusion of the multi-link vision. The patient returned (B)(6) 2011 for a planned interventional procedure, and a 2.5x15 mr promus stent was placed in the left anterior descending (lad) artery. Approximately one week later the patient experienced tiny blisters. The blisters started to spread to the front and back of the upper arms, behind the knees, and on the face; and progressed. The patient was given an injection of prednisone, and treatment continued for seven to eight days. Within a few days of treatment the rash went away.